Manufacturer narrative:
Date of event: date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-00541. It was reported that one of the leads fractured. As a result, surgery took place wherein the fractured lead was explanted and replaced to address the issue. It is not known which lead was fractured, so both leads are being reported.